Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The called back stating they hadn't noticed any improvement in symptom control since the last call. They had tried programs 2-5 and gone to 4.3 volts on all of them. The patient mentioned that they noticed that drinking coffee or tea had an effect. They were going to track symptoms on program 6 and adjust as needed. They were redirected to their healthcare provider to schedule a reprogramming session.

Event description:
Additional information was received from the patient. Patient is on program 7 at 4.5 and is still having problems. Patient can't get to the bathroom in time and fills the pad before the patient can get to the bathroom. Patient had laser surgery on their eyes about a week and a half ago and didn't turn stimulation off before the procedure. Patient has tried all 7 programs. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: a520, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had symptom return and it seems like therapy was not on or working. The patient connected with their handset and verified that the ins is on and they increased stimulation and can feel stimulation at 2.1v. The caller was redirected to follow up with their healthcare provider (hcp) if symptoms did not improve. Additional information received from the patient reported that they had problems with accidents. Using the programmer, it was determined that the patient was on program 3 at 3.0 volts and the stimulation was off. They turned it back on and felt the stimulation as too strong so it was decreased to 2.8 volts where it was comfortable and felt in the bike seat area. Therapy considerations were reviewed with the patient. Additional information received from the patient on (B)(6) 2019 reported that their device had never worked right. They stated that it worked for about a weeks and had not worked since. For the last week, the patient had not been making it to the bathroom. They also had pain where the device stimulates. The patient stated that the pain felt like ¿internal hemorrhoids.¿ this had been going on for about a week. After turning the stimulation, when the patient was standing up, they did not feel the pain. The patient was redirected to follow up with their hcp regarding the pain and device effectiveness issues. Additional information received from the patient who called in addressing a return of symptoms issue; the event was considered a gradual change in therapy/symptoms. Patient reported having a lot of trouble getting to bathroom in time and has to get up 2 or 3 times in the night. They also said they increased stimulation gradually on program 4, but gradually began to feel pain down the vagina on their right side. During the call, the patient had access to their patient programmer (pp) and has the ability to change programs and/or adjust stimulation so they were changed from program4 at 2.3v to program 1. Stimulation was then increased to 2.5v where they said it was strong, but comfortable. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). It was also reviewed to consider completing a voiding diary to track progression/therapeutic response. They were lastly redirected to the hcp if the problem doesn't resolve. They added that they will monitor their symptoms now that a change was made and follow up with hcp if they don't resolve. They also reported pain in their rectum and feeling of hemorrhoids on program 3. On (B)(6), patient noted stimulation was off because they didn't turn it off correctly. When asked what steps were taken to resolve their issues, patient said they changed programs and was taught how to increase stimulation. They noted they are still working on getting through their issues. Additional information was received from the patient who noted they were having worsening symptoms so they use more protective underwear and change more often. They also have been using sanitary napkins for 1.5-2 weeks and can hardly make it to the bathroom during the day. On (B)(6) 2020, they increased from 4.2v to 4.9v. They now feel a "hair pulled" pain in their vagina and a pressure. The call center walked the patient through on changing programs; they were changed to program 2 and stimulation was set to 0.9v where they felt a comfortable flutter. They also said "'the longer I wait, the stronger it gets as far as the stimulator" which meant they feel more stimulation long after the adjustment is made. The call center then reviewed to adjust if it's ever uncomfortable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When the patient was asked the cause of the stimulation getting stronger the patient indicated that it probably didn¿t help when they drink 2 cups of coffee every morning. When asked for the actions taken to resolve the stimulation issue the patient noted they changed to program 2 at 1.4 on (B)(6) 2020, to program 2 at 1.8 on (B)(6) 2020, to program 2 at 2.4 on (B)(6) 2020, and to program 2 at 2.4 on (B)(6) 2020. The patient stated it was improving, but still not there. No further complications were reported.